Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 03-feb-2026, arthrex was notified via email of a case study published in 2017 by the journal of surgical oncology titled ¿revision anatomical reconstruction of the lateral ligaments of the ankle augmented with suture tape for patients with a failed broström procedure¿. The study reviewed twenty-four (24) patients who underwent a revision lateral ankle ligament reconstruction with suture tape after failed broström using arthrex fiberwire to address soft tissue approximation and/or ligation. During the thirty-eight (38) month follow-up period, one (1) patient experienced a revision due to failure. Ref: cho bk et al. Revision anatomical reconstruction of the lateral ligaments of the ankle augmented with suture tape for patients with a failed broström procedure. Bone joint j. 2017 sep;99-b (9):1183-1189. Doi: 10.1302/0301-620x.99b9.bjj-2017-0144.r1.